Manufacturer narrative:
The device was returned to olympus for inspection. An insulation beak failure was identified and determined to be a mechanical component problem, but the cause of insulation beak failure could not be determined. The most likely cause is impact, dropping, shock or similar stress. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the inner sheath exhibited a broken beak. The event was discovered during maintenance.there was no patient involvement.